Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose readings and power loss alarm. The customer's blood glucose value was 452 mg/dl. The customer treated with bolus from the pump. The customer stated that the pump did not alarm during time of call. The customer declined to troubleshoot for high readings. The product was not returned for analysis.